Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device was at elective replacement indicator (eri) and had possible premature battery depletion. It was suspected that the eri was due to and increase in battery impedance. The device will be replaced. No patient complications have been reported as a result of this event.